Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available. E1: complete address: (B)(6).

Event description:
It was reported, the camera head displayed a purple image on the screen. The issue occurred during preparation for use but prior to sedation. The therapeutic prostatectomy under coelio was completed using a similar replacement device. There was a 10-minute delay to change the coelio column, but no reports of patient harm.

Manufacturer narrative:
The MDR supplemental report is being submitted to provide updated fields and final investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned for evaluation and the customer's allegation was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected. Olympus will continue to monitor the performance of this device.

Event description:
It was reported, the camera head displayed a purple image on the screen. The issue occurred during preparation for use but prior to sedation. The therapeutic prostatectomy under coelio was completed using a similar replacement device. There was a 10-minute delay to change the coelio column, but no reports of patient harm.